Event description:
It was observed during the device inspection, that the powered laser surgical instrument pd1 sensor was too high and needed to be adjusted. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.